Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose, carbohydrate intake and insulin history is as follows: time: 7:16, bg (mg/dl): 223, bolus (u): 2.50. Time: 7:41, cho (g): 54, bolus (u): 2.45. Time: 8:33, bg (mg/dl): 426, bolus (u): 4.75. Time: 12:00, bolus (u): 5.50. Time: 13:00, bolus (u): 8.0 (manual injection). Time: 13:19, bg (mg/dl): 259. Time: 13:44, bg (mg/dl): 199, bolus (u): 6.0 (manual injection). Time: 14:10, bolus (u): 0.60 and 1.38. Time: 14:31, cho (g): 30, bolus (u): 1.35. Time: 14:59, bg (mg/dl): 204, bolus (u): 0.20. Time: 17:44, bg (mg/dl): 180. The pod was deactivated and he noticed the cannula was kinked.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.